Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) has been dispatched to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, a customer contacted technical support outside of a procedure to report after moving the system from the 5th floor to the 6th floor and powering on the system, the system faulted with error 23013. Tse worked with customer to perform a hard power cycle (hpc) on the patient side cart (psc) and error 23008 occurred on bootup. System was not connected to onsite so logs were unavailable to review. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the error was a "recoverable fault" , however the recovery process would disable the right master on the console. Since they have a two-console system, there was no significant impact in training operations.